Manufacturer narrative:
(B)(4), the reported complaint of misfire/jamming-multiple staples firing was confirmed based upon the sample received. On the first firing attempt, one unformed staple shot out and one fully formed staple remained inside the device. The fully formed staple was manually removed. The next staple fired did not release and was manually removed. On the next firing attempt, one unformed staple shot out and one staple fired partially formed. The sample was disassembled. Die casting were observed anomalies on the forming tool. No flash was discovered in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. An investigation within teleflex was opened by the manufacturing site to further investigate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that prior to use, "some staples coming out 2 at a time and others are not forming the staple shape, coming out straight". No patient involvement. This occurred to 24 devices.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that prior to use, "some staples coming out 2 at a time and others are not forming the staple shape, coming out straight". No patient involvement. This occurred to 24 devices.